Manufacturer narrative:
This device was used for treatment, not diagnosis. An investigation could not be completed; no conclusion could be drawn as no devices were returned of lot numbers provided. Manufacturing records could not be reviewed without a lot number. Additional product code: hwc. Implant date was reported as (B)(6) 2013. Day unknown.

Event description:
Patient was implanted with trochanteric fixation nail and helical blade in (B)(6) 2013. Day of implant unknown. On follow up, the surgeon discovered that the helical blade had cut out through the superior aspect of the femoral head/neck. The surgeon opted to revise to a total hip arthroplasty rather than a second tfn. This is report 2 of 2 for complaint (B)(4).